Event description:
Info received indicates the bed is making a clicking noise on the sidecom board due to a damaged coiled cable with wiring exposed.

Manufacturer narrative:
The technician replaced the right coiled cable to repair the bed.